Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had a blank display. The customer¿s blood glucose level was 406 mg/dl at the time of the incident. The customer did experience any symptoms such as nausea and vomiting due to high blood glucose value. The customer treated high blood glucose with syringe. The customer stated that the insulin pump was working as designed. The insulin pump will not be returned for analysis.